Event description:
During verification testing at the mfg facility, it was noted that the ground prong was bent and one blade was missing from the male end of the ac power cord.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during verification testing; therefore, user facility event problem codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).